Event description:
Customer reported that she experienced high blood glucose of 412 mg/dl on (B)(6) 2014; customer treated with insulin bolus. Customer reported that the needle hub was stuck in the serter. Nothing further reported.

Manufacturer narrative:
Reliability analysis not required. Unable to perform insertion test due to sensors being opened or used. Introducer needle separated from sensor.